Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time the events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: concern with textured product. Device evaluation: visual analysis of the returned device identified yellow particles material was found on the shell. A weight test of the device was verified and the device was within specification. A microscopic analysis identified the device is intact and functional. Based on the device analysis the final assessment is: the device is intact and functional.

Event description:
Healthcare professional reported a right side exchange from textured to smooth due to concern with the product. Patient representative reported "removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl, removal of implants, significant scarring, inflammation, tissue damage, swelling, pain, contracture, asymmetry, lumpiness, accumulation of fluid, seroma, evaluation for alcl, panic disorder, insomnia; aggravation of underlying conditions including anxiety; and other physical and emotional manifestations that are severe and ongoing. At this time it is unclear if plaintiff was enrolled in any of defendant¿s clinical trials or studies. . Patient has not been diagnosed with bia-alcl" the events of "aggravation of underlying conditions including anxiety," "other physical and emotional manifestations that are severe and ongoing," and "insomnia" are deemed not related to the device. Device has been explanted.